Event description:
It was reported to the manufacturer that the vns pt's device could not be interrogated. Troubleshooting was performed but it is unk if the event resolved. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.